Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely calcified, tortuous circumflex (cx) artery. The lesion was not predilated. While attempted to deliver 3.00 x 12 mm taxus express2 drug eluting stent, the catheter kinked. When the physician tried to bend it back, it fractured at the hypotube. The device was removed without complications. The procedure was completed with a 3.0 x 13 mm vision stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.